Event description:
The pt was treated for renal artery stenosis under the great. However, approximately one year and eights later, the pt was hospitalized for ptca of coronary heart stenosis, and coronary intervention took place in april 2003. There relationship for treatment of these coronary lesion was noted to be unrelated. However, additionally, it was noted that the pt suffered from worsening of renal failure. No action was taken but the event was still ongoing. The relationship to device was noted as likely because of the restenosis in the implanted stent.